Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck after the device rebooted. A technical support specialist (tss) refreshed and updated the station. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not functioning, prevented the user from type or log in. The customer rebooted the device; however, after reboot, the screen becomes stuck at initializing peripheral. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.